Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench on mobile power unit (mpu) and no external power alarm was confirmed. The unit was connected to ac power source and started with a yellow wrench alarm. The returned mobile power unit, serial (B)(4), was connected to a mock circulatory loop showing no external power alarm on a test controller. The issue was traced to the patient cable which was replaced. The unit underwent functional testing without any issue. The exchanged patient cable was visually inspected and showed no damage on the outer layer. The cable was evaluated on a test mpu and a mock circulatory loop showing no issue while manipulating the patient cable. The resistance of each of the patient cable were tested and was within the expected range. The cable was stripped down to the wire and was submerged into a saline bath for hi-pot revealing current leakage on multiple wires. A root cause of the reported event was determined to be damaged internal wires of the patient cable. The unit also had a damaged battery strap. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power alarm while on their mobile power unit (mpu). It was noted that the patient did not have a power outage and since the incident the mpu power indicator lights were not on. The patient was instructed to change the batteries in the bottom of their mpu. After exchanging the batteries, a yellow wrench indicator light flashes when the mpu is plugged in. The mpu was exchanged and was returned for evaluation.